Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 68 mg/dl,37 mg/dl, 160 mg/dl, 42 mg/dl, and 164 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).